Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 146 mg/dl. The button error alarm occurred during normal use. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.